Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply¿. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately, 7 months post implant during a routine follow up, a type iiib endoleak was identified. Physician elected to implant another bifurcated stent graft to treat this event. The patient is doing well.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the proximal extension was confirmed. This event is most likely anatomy-related due to the thickened calcifications at the site of the endoleak. The procedure-related harms for the event could not be determined, and the final patient status was reportedly well post reline procedure. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections to h6 result code; remove 3233 h6 conclusion code; remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately, 6 months post implant during a routine follow up a type iiib endoleak was identified. Physician elected to treat with another bifurcated stent graft. Patient is reportedly doing well. As of date, there have been no additional patient sequelae reported. Additional information received confirming that the type iiib endoleak was successfully resolved at the conclusion of the re-intervention on (B)(6) 2019.